Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of the robotic laparoscopic prostatectomy procedure, aca3((B)(6)) experienced a non-recoverable error due to too much force. There was no patient injury.

Manufacturer narrative:
H2) correction: b5, d3 (street 1, MFR. Region, country code, postal code); additional information: d4 (serial #, UDI #), h4 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly had a non-recoverable error. An error code for 'linked to robotic arm motor state error', an error code for 'linked to motor state - brake state agreement' and an error code for 'linked to arm non-recoverable error - robotic arm brake state error' were all observed. These error codes imply force related issues. This may be due to z-slide connectivity issues, so the z-slide should be replaced. Evaluation of the logs indicated that the arm cart assembly experienced a non-recoverable error due to the repeated activation of the arm position button in a short period, triggering an error code for 'linked to subsystem robot assembly validation - robotic arm and setup arm redundant controller state check - surgery mode'. This lead to the arm cart reporting a brake over-current error, emitting the non-recoverable error and requiring a restart. This is not related to too much force being exerted on the arm cart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of the robotic laparoscopic prostatectomy procedure, arm cart assembly 3 experienced a non-recovera ble error due to too much force. There was no patient injury.